Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that five cannulas popped off of the viscoelastic syringes used during separate surgeries. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that there were actually four cannulas that popped off of the viscoelastic syringes during separate cataract surgeries while both priming the syringes and while injecting the solution into the patient's eye. Alternate syringes were obtained in order to complete each procedure. There was no impact to any patient. No additional information can be anticipated for this report.

Manufacturer narrative:
No similar complaints have been received so far for this lot. Batch record documentation review showed that no deviations were reported during blistering. During end inspection, a syringe is assembled to check whether the cannula can be assembled correctly. The collar is screwed on the sleeve to check whether this can be done smoothly and correct, then the syringe is emptied. No remarks were noted. No remarks were observed during the bulk manufacturing documentation review and according local procedures, retain sample testing was not performed. As no complaint sample was received and no remarks regarding the complaint were noted during manufacturing, an actual root cause cannot be determined. Possibly the cannula was not assembled well. It is important to screw the cannula tightly on the barrel as well as the locking collar according to the directions for use. If the cannula is not correctly assembled, it is possible that it can detach during usage. Based on the complaint information and the investigation results, it can be concluded that the disposition of the product remains unchanged. As no product is returned and/or insufficient product data is available, the complaint could not be verified therefore, no CAPA is initiated. However, further trending is performed. The manufacturer internal reference number is: (B)(4).